Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.